Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: hrs. Device remained implanted, as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation (orif) was applied to hallux valgus on (B)(6) 2018. During procedure the surgeon tried to fix variable angle (va) locking screw to a plate, but the screw just span around. The surgeon failed again with a replacing screw. Without further attempts, surgeon completed the surgery. The surgery was delayed for 30-minutes. The surgeon confirmed that those devices had been screwed in clockwise. Surgery was completed successfully with no patient harm. Patient outcome reported as stable. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.7mm ti va locking screw self-tapping with t8 stardrive recess 24mm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR: a device history record (DHR) review was conducted for part: 04.211.024s, lot: l550725: manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 31.aug.2017, expiry date: 01.aug.2027: non-sterile 04.211.024 / h387006 was manufactured in (B)(4), manufacturing location: (B)(4), manufacturing date: 13-jun-2017 part number: 04.211.024 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 24mm lot number: h387006 (non-sterile): lot quantity: 236: work order traveler met all inspection acceptance criteria. Inspection sheet, mill shaft threads, turn / thread head, flute, final inspection met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ab was reviewed and found to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.